Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Subsequently, few days post filter deployment, CT revealed ivc filter with some of the legs projecting beyond the caval wall margin. Approximately five years later, ivc filter projecting at l3-l4 level. Approximately two years later, CT revealed new pulmonary thromboembolism along with a fractured leg of the filter located in the main right lower lobe pulmonary artery with thrombus surrounding the fractured leg. Subsequently, unsuccessful attempts were made to remove the filter fragment through trans-femoral approach, due to eccentric positioning of the proximal cap of the embolus along the artery wall, however the clot was dissolved. Approximately two months later, patient had recurrent dvts and pes with a long-term ivc filter that was clogged and appears to be dislodged into right-sided lung thrombus. Approximately three months later, patient presented for filter retrieval. Venogram performed revealed, ivc filter to be tilted and limbs were displaced but filter was still in place. Eventually, sheath was used to retrieve the filter but was unsuccessful due to displacement of hook to side and encapsulation, the hook couldn¿t be engaged. Therefore, the procedure was aborted. Therefore, the investigation is confirmed for perforation of the ivc, occlusion of the ivc filter, filter limb detachment, filter tilt, material deformation and retrieval difficulties. However, the investigation is inconclusive for filter migration. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Per medical records, attempt was made to engage the hook of the filter using sheath but were unsuccessful due to displacement of hook to side and encapsulation. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Patient: 2348). (Device: 2616,2907, 2976 & 4001).

Event description:
It was reported through the litigation process that approximately seven years seven months post filter deployment it was alleged that the filter detached, a strut migrated into the right pulmonary artery and the patient reportedly experienced injury. There were multiple unsuccessful attempts were made to remove the filter strut. The current status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted, migrated to the right pulmonary artery, detached and perforated the ivc wall. The device and the detached strut has not been removed after two attempted but unsuccessful percutaneous removal procedure. It was further reported that the detached strut retained in right lower lobe pulmonary artery and the patient experienced chest pain; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided. The investigation is inconclusive for the alleged limb detachment as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that approximately seven years seven months post filter deployment it was alleged that the filter detached, a strut migrated into the right pulmonary artery and the patient reportedly experienced injury. There were multiple unsuccessful attempts were made to remove the filter strut. The current status of the patient is unknown.